Event description:
Meter name: one touch ultra. Strip name: one touch ultra teststrips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sleepy, watery eyes. A patient reported they were unable to test. Their meter allegedly would only prompt apply sample message. The result on their meter was unknown. No other tests reported. No comparison reported. No physical harm reported. No further information has been reported.